Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.

Event description:
New information received states previous programming changes were made. At a subsequent follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient is asymptomatic. Low attenuation filter was turned on. Programming changes were made. No adverse consequences were detected.

Event description:
It was reported that the pt presented in clinic during follow up with a device that was post paced t-wave oversensing on the ventricular lead. It was recommended to reprogram the device. The device remained implanted.